Event description:
The account noticed imprecision on hemoglobin results on a patient with the cd1700 analyzer. A finger stick specimen from the patient tested cd1700 hemoglobin = 6.0 g/dl. A second finger stick specimen from the patient tested cd1700 hemoglobin = 9.0 g/dl. A venipuncture specimen was obtained from the patient and sent to another laboratory which tested hemoglobin = 12.0 g/dl. No impact to patient management was reported. Previously, on 8/2/2006 the customer cleaned the aperture plates, performed supplemental aperture cleaning and cleaned the hemoglobin flow cell. The customer provided precision data with the hemoglobin cv% out of range = 1.4 %. Csc instructed the customer to rinse the lyse inlet tubing and repeat precision. Then, the customer reported the hemoglobin reference voltage out of range and service was requested for the cd1700 analyzer.

Manufacturer narrative:
Csc reviewed mixing and handling of samples with the customer regarding the finger stick method. Field service adjusted the hemoglobin flow cell and performed a multi-point inspection. Field service noticed the sample syringe was leaking and bubbles were observed in the movement. The sample syringe was replaced. Field service noticed as a precaution. The sample syringe replacement, tubing replacement, hemoglobin flow cell cleaning and aperture cleaning are part of the non-scheduled maintenance procedures as described in the cd1700 operations manual, section 9. A review of the complaint analysis and trending analysis systems for may, june and july 2006 did not indicate an adverse trend for the cd1700 analyzer for the customer's observed issue.